Event description:
It was reported that the field representative sent information regarding a brady device that the health care professional (hcp) sent to him. More information was requested by technical services (ts) as it appears to be minute ventilation (mv) oversensing. Ts advised to review the impedance and try to deactivate the mv sensor. No further information has been provided by the hcp. Additional information was requested. The device remains in service. No adverse patient effects were reported.